Event description:
It was reported that during a procedure, it was impossible to active the mechanism of the device. No clinical consequence for the patient. Use of another functional device from same product code.

Manufacturer narrative:
(B)(6). Date sent: (B)(6) 2024. D4: batch #u5ea89. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. In addition, a tyvek was received along with the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. Further analysis shows the anvil partially detached from the distal end and three anvil posts in this area appear to be damaged as if the anvil was pulled out off the device. In addition, the reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. However, the staple line at the distal end showed that one staple was malformed. The damage noted on the anvil is most likely that caused the malformed staple. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5ea89, and no non-conformances were identified.